Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "broken implants". This record is for the right side. Device status is unknown.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Mobile: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d.6a. Implant date reported as 2014.

Event description:
Healthcare professional reported "broken implants". Later healthcare professional reported "ruptured implant, during surgery noticed a ruptured implant". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported "broken implants". Later healthcare professional reported "ruptured implant, during surgery noticed a ruptured implant". This record is for the right side. Device was explanted and replaced with another manufacturer's device.